Manufacturer narrative:
Passed displacement test, rewind test, basic occlusion test, prime/a33 test, occlusion test and excessive no delivery test. Button error alarmed after boot up and intermittent button response on the esc button due to corroded keypad traces noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 500+ mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.